Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was diagnosed with a pocket infection and erosion. The patient was then hospitalized with a fever, pain on the left side of the neck, chest and was being evaluated for a phlegmon. In addition the patient had a thrombus in the right jugular area that included inflammatory infiltrates over the left side. The patient was treated with anticoagulant agents, antibiotics, and was discharged to home in stable condition. The device remains in use. No further patient complications were reported as a result of this event.